Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The bolt on mics handpiece became loose and handpiece fell off intra op. Tka case delayed 2 minutes.

Manufacturer narrative:
Reported issue: mics fell of during the case. Product history review: device history records indicate 25 devices were manufactured under lot k0a37 and 25 including 4202728 were accepted into final stock on 8/24/17. Complaint history review: a review of complaints related to parts in lot number k0a37, p/n 209063 lot k0a37 shows no other complaints related to the failure in this investigation product inspection: visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. All bolts and screws on the mics were observed to be intact when the product was inspected. Conclusion: the alleged failure was not confirmed. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
The bolt on mics handpiece became loose and handpiece fell off intra op. Tka case delayed 2 minutes.